Event description:
The customer contacted physio-control to report that their device was not completing the boot up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was the user interface pcb assembly. Physio observed that the software on the assembly was corrupt, which caused it to not complete the boot-up cycle and have a white display (which is indicative of device lockup). The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the device had a white display, which is indicative of a device lockup condition, and would not complete the boot up cycle. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.